Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the action and escape buttons was harder to press. Customer reported that the insulin pump was stuck during rewinding and priming process. Insulin pump had rejected new battery alarm. Customer reported that sometime reservoir was not locking in place correctly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm, rewind anomaly and prime/fill anomaly due to buttons not responding. Pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.